Event description:
It was reported that during the patient's ipg replacement procedure the physician damaged the lead, and the lead was kinked. The lead was then explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction h6: coding corrected from 2981 - material twisted/bent to 1670 - use of device problem.